Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 508 mg/dl due to not receiving insulin deliveries caused by not changing the cartridge when it was empty. A system check was performed using the new cartridge recently loaded and the pump performed as intended. Bg level was addressed by delivering a correction bolus via the pump. Current bg level was 321 mg/dl.